Manufacturer narrative:
A medtronic representative went to the site to test the system. The system then passed the system checkout and was found to be fully functional. The upper door switch was replaced. The lower door mechanism adjusted. System is fully functional and operated as intended. Concomitant medical products: product ID: bi71000166, serial/lot #: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being outside of a procedure. It was reported that while setting up for a procedure and when closing the gantry doors, the pendant would still state that the doors were open. There was no patient present.